Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported no audio on the g5 mobile application. No medical intervention was reported. Additional event or patient information is not available. No relevant data was provided for evaluation. The complaint confirmation of a no audio on g5 mobile app could not be determined. A root cause could not be determined.